Event description:
Customer called in stating that she was receiving low results. Found that customer had a low reading of 41mg/dl and the paramedics were called. They administered an IV, to increase her blood sugar. After further investigation, co determined that the customer was using bad technique to receive a reading. She was instructed on the proper technique and asked to call back if needed with questions and concerns.